Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a combiset bloodline separation occurred during a patient¿s hemodialysis (hd) treatment. The biomed reported that the saline line came off towards the end of treatment, as the patient¿s blood was being returned. The separation resulted in a blood leak, and the exposed port had to be clamped off. There were no alarms from the machine. The biomed stated there did not appear to be any loose connections leading up to the event. In addition, no leaks were noticed during the priming phase. The biomed stated there were no changes or disruptions in pressure that could have contributed to the failure. The patient¿s blood was not returned and the treatment was ended. The patient¿s estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was confirmed to be available to be returned for manufacturer evaluation. Photos of the device were also provided for review.